Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article reviewed entitled: "reverse total shoulder arthroplasty for the treatment of defect arthropathy", by ludwig seebauer, et al., published in operative othopadie und traumatologie 2005. This complaint addresses a complication of reflex sympathetic dystrophy: stretching of the lower parts of the brachial plexus, particularly due to the caudal displacement of the center of rotation, causing latent nerve compression syndrome. This became apparent postoperatively, in one patient, leading to reflex sympathetic dystrophy inside 8 weeks. There was no revision surgery associated with this adverse event.